Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released or jammed during a cerebral angiogram, resulting in failure to stop bleeding effectively. The doctor immediately applied pressure to the puncture site to stop the bleeding, and after 20 minutes, no blood oozed from the puncture site. Pressurized bandage was given to stop bleeding. There was no reported patient injury. The patient had no discomfort and returned to the ward. The device is expected to be returned for evaluation. The hospital reported this case as a serious injury adverse event to china nmpa.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) could not be released or jammed during a cerebral angiogram, resulting in failure to stop bleeding effectively. The doctor immediately applied pressure to the puncture site to stop the bleeding, and after twenty minutes, no blood oozed from the puncture site. Pressurized bandage was given to stop bleeding. There was no reported patient injury. The patient had no discomfort and returned to the ward. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18279801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was not returned for evaluation as anticipated.